Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient requested external device education support. They said after implant they felt sensation the first day then they felt burning for a couple of days in their private area on one side but then the burning went away and they felt a pulsating tingle then all the sensation went away and they felt nothing. They also said the device was helping them but they had leaks and urgency three times in the last week. Reviewed therapy optimization information, stimulation sensation information, and control equipment general use and function. Worked with the patient to synch with their device and the patient increased by one tenth confirming comfortable sensation in their bike seat region. They will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient mentioned their follow-up appointment is not until (B)(6).